Event description:
It was reported that during a therapeutic bladder tumor resection procedure performed under sedation, the surgeon experienced obturator nerve reflex while using the olympus bipolar system with a defective plasma loop electrode, resulting in a bladder perforation. The surgeon cauterized the bleeder, and the procedure was subsequently completed using an olympus backup device, with a delay of less than 30 minutes. Additional follow-up regarding the procedure details and the patient¿s outcome was attempted; however, no response was received.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.